Event description:
It was reported that during a percutaneous interventional procedure, a balloon rupture occurred. The mildly calcified, 75% stenotic lesion was located in the mid-segment of the moderately tortuous circumflex (cx) artery. The 3.0 x 20mm quantum maverick monorail balloon burst at 18 atm's upon the first inflation at 20 seconds. The device was removed intact and the procedure was competed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.